Manufacturer narrative:
(B)(4). The sample is unavailable, so an evaluation could not be performed. The system error (se) 2240 was identified during a review of a returned homechoice (hc) device with occurrence (B)(6) 2010; there was no report for this alarm called in by the customer. The customer discontinued use of the hc machine and returned it to baxter. Not enough data is available within the complaint to identify root cause; therefore, the cause was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A system error (se) 2240 was found during a review of the patient logs of a returned homechoice (hc) cycler. This occurred on (B)(6) 2010.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted.